Event description:
It was reported that, "total hip was implanted 3 weeks ago, pt fell and fractured greater trochanter. During the revision, surgeon attempted to place a med 100mm troch plate on her femur." Additional information: sales rep confirmed that no devices were removed during the procedure on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.